Event description:
A report was received that the patient had difficulty communicating her remote control to her ipg. An image of the pocket site confirmed that the ipg was not flat to the skin. The patient underwent an ipg replacement procedure due to suspected malfunction. The patient did well postoperatively.

Event description:
A report was received that the patient had difficulty communicating her remote control to her ipg. An image of the pocket site confirmed that the ipg was not flat to the skin. The patient underwent an ipg replacement procedure due to suspected malfunction. The patient did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and electrical tests performed. The complaint of no telemetry was confirmed. X-ray inspection showed that one of the antenna coil wires was open. An open connection to the telemetry coil prevented proper telemetry function.